Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of the system log file showed the x-ray generate errors. Upon functional testing, fse found that the actual cause of the issue was due to no electricity for 3 hours which increases the temperature and humidity of the environment. Fse performed a restart of the device after reducing the temperature and humidity of the environment. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred due to the increase of temperature and humidity in the environment because of no electricity. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported.